Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 432262) was examined visually under magnification. The screw used with the driver and the broken driver tip were not returned. The returned driver was confirmed to have batch number 432262. The overall driver length was measured to confirm fracture point. The driver measured approximately 2.688", indicating that about 0.0625" of the driver's tip broke off. Torsional and oblique fracture patterns were identified at the transition between the hex tip and the driver shaft. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon used the aculoc2 plate and inserted the locking screw when the driver tip broke. The surgeon was not able remove the broken piece and therefore was left in the patient. The surgery was completed with no delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00017 for the screw involved in this event.